Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced mesh erosion, vaginal discharge, dyspareunia, infection, boils, high anxiety, no sexual relations, vaginal odor, severe pain, pelvic pain, recurrence of incontinence and vaginal bleeding. An excision of the mesh was performed.